Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a bent pin ins recharger (insr) antenna connector. It was reported that the insr had a recharge error screen. The patient reported not feeling stimulation in the legs and could not communicate with the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction to coding applied to cover report that the patient was unable to communicate with the controller and the ins was discharged.